Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed. The attached user facility report was received from the (B)(6) registry.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a user facility report received from the (B)(6) registry which stated: ¿nurse reported alarm on her phone ¿ went to patient room and pt unconscious on the bed. White cable was connected and black was not connected. Device in low speed mode and alarming.¿